Manufacturer narrative:
No patient involved. Concomitant medical products: other relevant device(s) are: product ID: 9735825, serial/lot #: (B)(4). No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that while the medtronic representative was on site at (B)(4) university it was known that when getting set up for a demo lab, they notice the stealth (s8) system break out box was damaged. There was no delay to the case and no patient was present at time of event. (B)(6) 2019 (rep) new information received: the cause of the damaged breakout box was broken wires leading into the breakout box.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional with no issues. FDA evaluation codes 10, 213, and 67 apply to the testing and servicing completed for the system. H3, h6: the em interface unit was returned for evaluation. Functional testing that the connection/cable going into the housing was loose, as the nut on the inside of the housing had backed off, causing the wires to be wound tight and completely severed.FDA evaluation codes 10, 120 and 4307 apply to the analysis completed for the em interface unit. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.